Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. The error code was cleared and was unable to be replicated. There were no faults found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical cadd legacy 6500 pump alarming error code 1310. No patient involvement or injury reported.